Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. Reportedly the common femoral artery was moderately calcified. The special patient populations section of the starclose se instructions for use (IFU) states: the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states: do not deploy in areas of calcified plaque.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the common femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after retracting the foot, the device could not be removed from the vessel. The device was removed with aggressive manipulation with no harm to the patient. A non-abbott mechanical compression device was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. It was believe the difficulty encountered removing the device was due to the operator leaving the guide wire in the device during deployment. No additional information was provided.